Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue.

Event description:
It was reported that health care imaging in (B)(6) was requesting magnetic resonance imaging (MRI) information for the absolute pro self-expanding stent (ses). The surgery report stated that an absolute pro ses was implanted in the patient on an unknown date and a surgery was subsequently performed for an unknown reason during which the ses was "divided by scissors". It was unknown if the ses was cut deliberately or accidentally. Health care imaging was unable to provide further information regarding the patient because the patient had the hospital report. No additional information was provided. This is being conservatively reported as it cannot be confirmed why the surgery was required.